Event description:
Information as it was reported to ams indicates the customer has stated the glhps fiber issue was "fiber breakage is found after open the packaging" at 0 joules reported. Additional information provided: the case was completed by alternate procedure, "electrocision" ¿no patient injury¿ was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the white tubing between control knob and connector 2 feet 6 inches from the connector; there is no signs of melting/burning at the break location; the fiber tip does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.